Event description:
It was observed that during the device evaluation that the colonovideoscope air/water cylinder had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include; suction cylinder had no color. Scope connector case unit had corrosion due to water leakage. Due to a pinhole on channel tube, water tightness was lost. Due to a crack on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. There was a crack in the plastic distal end cover, objective lens and light guide lens, the universal cord had a scratch, the air/water cylinder had no color, and the adhesive around the objective lens and light guide lens were deteriorated. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.